Event description:
Clinical narrative: a male patient of unknown age with a history of acute myocardial infarction and cardiogenic shock, presenting in a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp pump implanted via percutaneous femoral arterial access. During support under ecmella therapy, a low purge pressure alarm and leakage was observed at the purge filter. At the time of assessment, the impella device was operating at p2 with purge flow of 30 ml/hr, purge pressure of 200 mmhg, and motor current of 389/96 (307). The case was reviewed and replacement of the impella was recommended, with the physician electing to monitor motor current trends before making a final decision. The leakage was covered with a transparent dressing, purge pressure was increased, and purge flow was reduced, resulting in purge parameters returning to within normal range. It was noted that if the issue recurred, the pump would be removed. Care was subsequently withdrawn and the patient expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients withdrawing care and underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.